Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 385cc gel breast prosthesis developed a hematoma in her left breast post implantation. The patient noticed serosanguineous material draining through her left areola. Hematoma was diagnosed via a physical exam. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 385cc gel breast prosthesis on (B)(6) 2014.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 385cc gel breast prosthesis developed a hematoma in her left breast post implantation. The patient noticed serosanguineous material draining through her left areola. Hematoma was diagnosed via a physical exam. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 385cc gel breast prosthesis on (B)(6) 2014.